Event description:
It was reported that the patient presented in clinic after receiving inappropriate atp and high voltage therapy. Programming changes were made. The patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.